Manufacturer narrative:
H6: investigation summary the black dust foreign matter inside the package and syringe could be due to pest infestation. The foreign matter could have been brought into the package when the pest bit the bottom web to enter the packaging. The product could have been infested with pest due to uncontrolled storage conditions before distributed to the customers¿ premises. The non-conformance could have occurred out of the manufacturing facility. The team had also reviewed the pest controls records and no abnormalities were detected at the 1ml manufacturing line. Hence, we are unable to identify the root cause of the reported non-conformance. DHR for syringe was performed for the batch 2140745 h3 other text : see h10

Event description:
It was reported that the bd slip tip syringe with bd precisionglide¿ needle had foreign matter in the barrel. The following information was provided by the initial reporter: "while opening new syringe nurse observed foreign material inside syringe barrel."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd slip tip syringe with bd precisionglide¿ needle had foreign matter in the barrel. The following information was provided by the initial reporter: "while opening new syringe nurse observed foreign material inside syringe barrel."